Manufacturer narrative:
Date of event is estimated. Attempts to obtain patient details was unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy. The patient then fell on the ipg prior to seeing the field representative. The field representative was unable to connect to the battery after multiple attempts. Surgical intervention may be taken at a later date to address the issue.